Manufacturer narrative:
This report is submitted on march 9, 2023.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.